Event description:
There is no allegation from a health professional that the death was related to the device. The cause of death was not stated. It was noted that the competitor device could not be interrogated. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Competitor a partial lead with the connector pin was returned for analysis. External insulation abrasion was found at 20.6- 21.1cm from the connector pin, consistent with lead friction to the ICD can. The coil was fractured due to melting at the same location.